Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: cholecystectomy. Translation received from market implementation specialist on 27jun2018: description of surgeon: occlusion of the clip during intracorporeal, during the placement of the clip into cystic duct and artery, moving them and going out of the zone clip. We change the clip for another from applied and the problem was the same. Some of the clips close in distal part without closing completely the tissue. Type of intervention: change of device. Patient status: did a patient injury or illness occur associated with the complaint event? No.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Based on the condition of the returned unit received from the complainant, as all the returned clips loaded and closed properly, it is likely that the reported event was caused by the user's clip application technique. The instructions for use (IFU) states "excessive twisting or torqueing may lead to a malformed clip", "fully compress the trigger against the handle to ensure complete clip formation", and "ensure the clip is secure and completely positioned around the tissue being ligated." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.